Manufacturer narrative:
Follow-up # 1 date of submission 8/01/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump¿s black box data history showed multiple pump reboot events. A cs 128 call service replace battery alarm occurred when attempting to rewind the pump. During visual inspection of the pump, it was observed that the battery compartment had two cracks and there was moisture in the compartment. A leak test was performed and failed due to cracks in the battery compartment. There was no moisture observed behind display lens as initially reported. The pump¿s cover was removed and moisture found on the printed circuit board (pcb). The "power" complaint was unable to be adequately investigated due to an inability to run 24 hour basal program. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.